Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2015-01637 and manufacturer report #3005099803-2015-01638 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2015 that two speedband superview super 7 devices were used in the distal esophagus during an esophagogastroduodenoscopy (egd) with banding for variceal ligation procedure performed on (B)(6) 2015. The patient was bleeding prior to the procedure. According to the complainant, during the procedure, the physician tried to deploy the bands from the first speedband device (captured by MFR report #3005099803-2015-01637) by turning the handle; however, the bands would not deploy. After multiple attempts to complete a band deployment, the knob got locked and the handle could not be turned. The physician removed first speedband device from the patient and noted that the bands were bunched up together resulting in inability to deploy one by one. A second speedband device was used and all the bands were able to deploy successfully. The physician determined that more bands were needed and a third speedband device (captured by MFR report #3005099803-2015-01638) was used. However, the bands failed to deploy and the device was removed from the patient. The procedure was completed using a different device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of bands failed to deploy. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.